Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited undersensing due to dislodgement. There is no plans for intervention, the patient did not experience any adverse consequences. The lead remained implanted.